Event description:
It was reported that the insulin on board (iob) reading was displayed inaccurately. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.